Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix extended. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of insulation defect before the trifurcation of the lead, unacceptable threshold and noise were not confirmed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a device upgrade procedure, the right ventricular (rv) lead values were measured and an increase in threshold was observed. During the procedure, an insulation defect was observed and noise was provoked while moving the lead. The lead was explanted and replaced with no adverse consequences to the patient.